Manufacturer narrative:
The attachment was received at the manufacturer for investigation and the alleged complaint of the attachment heating could not be duplicated.

Event description:
While testing the unit during a field service call, it was noticed that the attachment becomes hot. This was found in a non sterile environment. There is no report of adverse consequence to the user or the customer.